Event description:
It was reported via repair work order that the power cord power prong was bent causing intermittent bed power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord prongs were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the power cord power prong was bent causing intermittent bed power.